Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. It was reported that the patient was explanted due to recovery of cardiac function, and no device-related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 1.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft and the fully engaged bend relief hardware were returned attached to the pump cover outlet port. The apical cuff was not returned. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned pump, fixed depositions were observed loosely seated on the textured surfaces of the inflow cannula, the graft attachment, and the outflow of the pump cover. These depositions were not adhered and did not reveal evidence of laminated layering, indicating that they were likely not present for a significant duration while the pump was supporting the patient. Additionally, it was reported that the device operated as expected prior to explant and no issues were reported in relation to flow. These depositions appeared to be the result of poor surface washing due to blood remaining in the device post-explant and exposure to a fixative agent. Visual inspection of the textured and smooth blood-contacting surfaces of the returned device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the pump functioning as intended at the set speed leading up to device explant. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: b5 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. H6 patient code correction (2199).

Event description:
Patient was explanted due to recovery of cardiac function.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Heartmate 3 patient had pump explanted on (B)(6) 2020.